Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Nurse noted before the surgery started that the trial tibial insert was chipped. That size was not needed for the patient, so the worn tibial insert trial was not used and was removed from the set.

Manufacturer narrative:
Examination of the returned device confirmed the reported breakage to the lip of the trial insert. The root cause is being attributed to product wear out. Based on wear out as the root cause the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was returned for examination. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search on the product family found similar reports that when confirmed where attributed to product wear out. The investigation could not identify or verify a root cause for the current reported event without the device to examine. Based on the inability to determine a root cause the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.